Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced area not clean before starting pd. On (B)(6) 2011, the patient experienced peritonitis. The nurse stated that the peritonitis was due to the area not clean before starting pd. On an unreported date, the patient began remedial therapy with vancomycin (1gm) and monocef (1gm). Dianeal pd2 ultrabag therapy was ongoing. The outcomes for the events of area not clean before starting pd and peritonitis were not reported. An opinion of causality was not reported.